Event description:
A report was received that the patient underwent a pocket revision procedure due to pocket discomfort at waistline. During revision the physician chose to replace patient's ipg. No malfunction was suspected. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.